Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose reading was 299 mg/dl, which the customer treated with manual injection and with the insulin pump. The customer stated that he had had to try a few batteries before getting the device to work and that the device had lost power overnight with no prior warning. Upon troubleshooting, it was found that the device did not alarm again. The customer noted that he felt unsafe with the issue, did not believe it was an issue with the battery cap, and requested a replacement insulin pump. Confirmed replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected failed battery test. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.